Manufacturer narrative:
The reported complaint of system error, out of service, revert to manual CPR error message was confirmed based on the archive review and during functional testing. The fault was found to be due to the defective processor board. Following service, including replacement of the motor cover, encoder cover, top cover, load cell cover, and the processor board, the platform passed all testing criteria. Visual inspection was performed and found that the motor cover, encoder cover, top cover, and load cell cover are damaged. The physical damage found during visual inspection is considered unrelated to the reported event. From the condition of the platform, the damages appear to have been caused by normal wear and tear. The autopulse platform was manufactured on 9/1/2004, which is almost 14 years old. A review of the archive was performed and the reported complaint of the system error, out of service, revert to manual CPR was confirmed. The archive data shows system error 136 - internal parameter corrupted have occurred. Initial functional testing was performed and the platform failed testing due to the system error, out of service, revert to manual CPR error message was displayed. Device history record (DHR) was reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(4).

Event description:
When the (B)(6) ambulance crew was about to deploy the autopulse platform ((B)(4)) for patient use, the autopulse platform displayed an error message "system error, out of service, revert to manual CPR". The crew then reverted to manual CPR immediately. No known patient consequences reported.